Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's wife is calling to report that the menu button on the pump sometimes needs to be pressed repeatedly in order for the button to function. No adverse event alleged. A request was made for the return of the device.